Event description:
(B)(4) was received from a customer in (B)(6) regarding bond rtu cd7 ((B)(4)). It was noted that staining with bond rtu cd7 was giving a different staining pattern to the concentrate version i.e. (B)(4).

Manufacturer narrative:
Internal investigation revealed that cd2 cells were grown as cd7 and likewise, cd7 cells as cd2. Both cd2 and cd7 are membrane markers of most t-cells and nk-cells and are used as part of a panel alongside other t-cell markers. Since cd2 and cd7 expression may vary between reactive t-cell proliferations and t-cell lymphomas, the decision was made to conduct a recall. Pa0271 lots 08173, 11855, 14784, pa0266 lots 10604, 13566, ncl-cd7-580 lots l158018, l158019, l158020. Our course of action is to release a field correction letter to inform all customers of the affected lots of this issue and request any unused product to be returned. Clinicians are also advised that they may wish to review results obtained from these lots. Corrective actions include review of processes in tissue culture production and implement tightened line-clearance procedure to avoid further mix-ups.